Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned olympus europa se & co. Kg (oekg). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, omsc surmised that this phenomenon was attributed to the invasion of fibrous lint from towel or gauze used by the user into the air/water channel, and the improper reprocessing of the subject device by the user. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon. The foreign material was white fibrous material and it was extended over the ccd lens. Oekg surmised that this phenomenon was attributed to the insufficient reprocessing of the subject device by the user. Also oekg concluded that the white fibrous material did not originate from olympus endoscope. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure using the subject device, it was found that shadow appeared on the endoscopic image of the subject device. The user completed the procedure using the subject device. Olympus (B)(6) (oekg) found that foreign material was protruding from the air/water nozzle during the incoming inspection of the subject device for repair. There was no report of patient injury associated with this event.